Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider fx 4mm embolic protection device during procedure to treat a moderately calcified lesion in the proximal left common carotid artery with chronic total occlusion (cto-100%). The vessel diameter and lesion length was 5mm and 25mm respectively. A non-medtronic 8fr sheath and 0.014'' guidewire were used. The vessel was pre and post dilated. IFU was followed. It was reported that the umbrella braid guide wire falls off. Detachment occurred within the sheath. Unknown when/where issue occurred, but found that during the delivery, during delivering in the sheath. Detached component does not remain in patient. Device was safely removed from patient. Vertebral artery disease, 2mm pre-dilation, the guide wire of the umbrella body was found to fall off when the umbrella was placed, and another 4mm umbrella was replaced to complete the operation. No patient injury.

Manufacturer narrative:
Product analysis visual inspection: the capture wire was loaded into the green delivery catheter. The filter basket was extended out passed the green delivery catheter tip no detachment was observed on the distal floppy tip no detachment of filter basket no detachment of green delivery catheter no detachment to blue recovery catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.